Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's right hip was revised due to dislocation of the alumina head from the alumina liner. Intra-operatively, black tissue was noted in the patient. Additionally, marks were observed on the trunnion and the head (it is unknown if the marks were caused due to explantation of the head). Patient was revised to an mdm liner, adm/ mdm insert, and biolox universal head with sleeve. Rep confirmed that no further information will be released by the hospital or surgeon.